Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that within the last 3 months, the patient's infusion set's tubing was detached from connector. The blood glucose level of the patient at the time of event ranged between 360-380 mg/dl. Moreover, the infusion set had been used for less than 12 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.